Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the implant of this right atrial (ra) lead it was difficult to get good measurements as the lead tip was caught in the right atrial appendage. The lead was implanted and the next day it was noted that the ra lead had dislodged. The device was reprogrammed and repositioning procedure was planned. The repositioning position took place and this lead was successfully repositioned with no problems. No additional adverse patient effects were reported.